Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the filter leaked. The customer stated that during the events with clogged filters last year, one of them resulted in a leak. Although requested, no additional information was provided.

Manufacturer narrative:
The customer¿s report that the filter leaked was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the filter extension set observed no visible damages or anomalies. Functional testing did not replicate any leaks or issues within the extension set model¿s filter or throughout the set. Pressure testing also found no anomalies. The customer¿s report was not identified because the set reprimed and infused completely during functional testing with no leaks or other issues observed.

Event description:
It was reported that the filter leaked. The customer stated that during the events with clogged filters last year, one of them resulted in a leak. Although requested, there has been no impact to patient response or additional event information made available to date.